Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen for a fitting appointment to test the implant. It was discovered that a cholesteatoma was present and the ear had to be cleaned out. The clinic proposed to exchange the device to a bone conduction implant (bci). Re-implantation is planned.

Manufacturer narrative:
Device investigation revealed a damage to the conductive link, most likely caused by the reported extrusion in the external auditory canal and the reported clean out due to the discovered cholesteatoma. The problems given in the patient report seem to be congruent with the damage found. This is a final report

Event description:
The recipient was seen for a fitting appointment to test the implant. The device has been explanted and the user was re-implanted with a bone conduction implant on (B)(6) 2020. According to the explant report form an extrusion of the conductor link was observed.